Event description:
Patient was intubated with 3.0 ett. While at MRI, blue cap from end of ett separated from tube three times. Patient had desaturations associated with each event and required manual bagging after blue cap was replaced.